Event description:
It was reported via repair work order that the unit was not locking into brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was unable to be located for repair.

Event description:
It was reported via repair work order that the unit was not locking into brake. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.